Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a social media report of a patient treated submental with coolsculpting may have developed paradoxical hyperplasia (ph). Possibly requiring surgical treatment to correct resulting in necrosis. Also, reporting dissatisfaction.